Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hypoglycemia on (B)(6) 2021. The blood glucose level was 40 mg/dl. Customer current blood glucose was 52 mg/dl. The customer experienced symptoms such as sweat and headache. The customer was treated with food. The troubleshooting was performed. The auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.